Manufacturer narrative:
The carefusion failure analysis engineer evaluated the o2 sensor installed in known good ventilator. Could not duplicate reported problem.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the o2 sensor fix the reported issue. The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR.

Event description:
The customer reported that during a usage to a pt, "o2 sensor failure" occurred. No pt harm.